Event description:
The customer reported that discrepant and/or imprecise cardiac troponin (accutni) results were generated from an access 2 immunoassay system for multiple patients across multiple days. This report represents the imprecise accutni results, within the risk stratification range of the assay, generated for one patient on (B)(4) 2012. The customer obtained an elevated accutni result within the risk stratification range of the assay for one patient. Repeat testing of the patient sample on the same instrument and on a alternate instrument produced results within the same clinical category although outside the precision claims of the assay. A confirmed repeat result was reported outside of the laboratory. There was no death, serious injury or modification to patient treatment associated or attributed to this event. The customer did not provide specific patient information, actual patient results, system performance data or sample collection/handling information associated with this event.

Manufacturer narrative:
Service was not dispatched to the site for this event. The customer declined service. A definitive root cause for this event has not been determined to date. Associated mdrs: 2122870-2012-00527, 2122870-2012-00560, 2122870-2012-00561, 2122870-2012-00562.